Event description:
The customer reported the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) message again. The ua45 was previously cleared using the trouble shooting steps and the platform performed as intended on a couple of calls. They tried to use the troubleshooting steps again, but the error would not clear. This was noticed during shift check. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
The customer reported complaint that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) message was confirmed during archive data review and functional testing. The root cause for the ua45 error was due to the driveshaft not being at "home position." Usually, the error message can be easily cleared by pulling up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. However, in this case, it was observed that the encoder driveshaft was difficult to rotate due to the heavily sticky clutch plate, likely caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface, likely attributed to normal wear and tear. This would likely cause the user difficulty pulling up the lifeband completely. A review of the archive data showed ua45 errors: thus, confirming the reported complaint. The lifeband straps were not pulled completely out prior to turning the device on. The autopulse platform failed initial functional testing due to the displayed ua45 upon powering up the platform; thus, confirming the reported complaint. The admin menu was accessed to manually rotate the encoder driveshaft to the home position. The root cause for the ua45 error was due to the driveshaft not being at home position. Related to the complaint, it was observed that the encoder driveshaft did not rotate smoothly, due to a heavily sticky clutch plate. This would likely cause the user difficulty pulling up the lifeband completely to clear the ua45 error. The clutch plate will be deburred to remedy the issue and to prevent recurrence of the reported complaint. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number sn (B)(6).